Event description:
The customer contacted baxter's technical service center for a check patient line alarm, which occurred on the homechoice during drain 2 of 4. The home patient (hp) stated that she disconnected from the patient line during the night. The home patient woke up and was holding the patient line and thought she was finished with therapy. The home patient reconnected the patient line but did not start therapy. The baxter technical service representative explained the alarm and assisted to end therapy. The home patient would contact the registered nurse as soon as possible. Product surveillance spoke to the hp. The hp stated she disconnected the patient line from the transfer set during the night in her sleep. The hp went to the dialysis center the next morning and was given antibiotics intraperitoneal. The nurse also changed the hp's transfer set. The hp was given seven days of antibiotics to be taken by mouth. The set-up was discarded. The hp is continuing therapy on the cycler with no further issues.

Manufacturer narrative:
(B)(4). The root cause of the check patient line alarm was due to use error. A labeling review was completed and found to be adequate. The reported issue was resolved over the phone. A batch review was not performed as the lot number was unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). Should additional information become available, a follow-up report will be submitted.

Event description:
The customer reported to baxter united states a clearlink system extension set that experienced a no flow. This incident occurred during patient use. There was no patient injury or medical intervention associated with this report. No additional information was provided.